Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient (B)(6) is a participant in a clinical study for intractable migraine headache. It was reported the patient has experienced pain at the site of the left lead since surgery in (B)(6) 2013. The pain reportedly increases with stimulation. No further information has been provided.